Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. Then the insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during our testing. The insulin pump was received with cracked battery tube threads and a small crack on the reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that she is not getting enough insulin that she programmed and pump shows giving correct amount. Customer stated that the pump will need to be replaced. Customer was advised to revert to backup plan of manual injections. Customer was advised to monitor blood glucose until replacement arrives. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer stated that her sugars have been crazy. Customer stated that her sensor glucose is different from blood glucose. Customer declined to troubleshoot for senor glucose versus blood glucose and high blood glucose and treated with doubling bolus and manual injections.